Manufacturer narrative:
(B)(4). Date sent: 9/10/2004. Info was not provided by the affiliate. (B)(4). Eval summary: based on the analysis finding of ejected clips, this event is reportable as a malfunction. The instrument was rec'd with jaws yielded. The top shroud was found to be broken. The instrument was cycled and fired the remaining 11 clips ejected due to the condition of the jaws. The instrument locked out as intended. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the device was placed onto a vessel and fired, first no clip was applied and on subsequent firings the device fired five clips. A new device was used to finish the case. There was no pt consequence.